Event description:
The patient underwent a laparoscopic anterior resection procedure due to colon cancer. The procedure was converted to open due to adhesions. The anastomosis was created with the colonring device. According to the report, the device did not appear to have malfunctioned. There was a piece of suture from the purse string 65 device protruding between the proximal and distal rings which appeared to be the origin of the leak. The proximal donut was not complete and the bubble test was positive for a leak. The surgeon removed the anastomosis and created a new anastomosis using circular stapler.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not available for evaluation, however, the production history files were reviewed, indicating that the device was released pursuant to the product specifications. Positive bubble test often indicates a failure in the surgical technique rather than in the device used. Leak detected at this stage, as part of the surgical procedure, enables immediate intraoperative repair of the anastomosis or the construction of a new anastomosis.